Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on all three leads, which resulted in pacing inhibition. The noise had been occurring since (B)(6) 2019 and increasing in frequency. Technical services (ts) discussed that the noise could be due to electromagnetic interference (emi) or a potential lead issue and provided troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on all three leads, which resulted in pacing inhibition. The noise had been occurring since december 2019 and increasing in frequency. Technical services (ts) discussed that the noise could be due to electromagnetic interference (emi) or a potential lead issue and provided troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received which indicated the patient experienced a syncopal episode. It was noted there was a stored episode of oversensed noise which resulted in pacing inhibition around the time of the patient's syncopal episode. Ts discussed troubleshooting options. Isometrics were performed and the noise was reproduced. This device was reprogrammed and the physician will continue to monitor. This crt-d system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on all three leads, which resulted in pacing inhibition. The noise had been occurring since (B)(6) 2019 and increasing in frequency. Technical services (ts) discussed that the noise could be due to electromagnetic interference (emi) or a potential lead issue and provided troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received which indicated the patient experienced a syncopal episode. It was noted there was a stored episode of oversensed noise which resulted in pacing inhibition around the time of the patient's syncopal episode. Ts discussed troubleshooting options. Isometrics were performed and the noise was reproduced. This device was reprogrammed and the physician will continue to monitor. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information was received detailing that the patient experienced another syncope episode in which they hit their head. Analysis of the device confirms that the noise, oversensing and pacing inhibition continued to be exhibited. It was decided to explant and replace this device. After the explant, damage was noted on this device header. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: patient codes h6: device codes h6: impact codes.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted minor scratches on the case and tool marks on the header. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on all three leads, which resulted in pacing inhibition. The noise had been occurring since december 2019 and increasing in frequency. Technical services (ts) discussed that the noise could be due to electromagnetic interference (emi) or a potential lead issue and provided troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received which indicated the patient experienced a syncopal episode. It was noted there was a stored episode of oversensed noise which resulted in pacing inhibition around the time of the patient's syncopal episode. Ts discussed troubleshooting options. Isometrics were performed and the noise was reproduced. This device was reprogrammed and the physician will continue to monitor. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information was received detailing that the patient experienced another syncope episode in which they hit their head. Analysis of the device confirms that the noise, oversensing and pacing inhibition continued to be exhibited. It was decided to explant and replace this device. After the explant, damage was noted on this device header. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.